Event description:
Boston scientific received information that the patient with this pacing system was admitted to the hospital for dizziness, pre-syncope and one episode of syncope and was found to be having intermittent loss of capture of the ventricular lead. An ECG revealed periods of ventricular asystole during these episodes of loss of capture. Patient was temporarily programmed to maximum output in the ventricular chamber. There was no obvious evidence of lead fracture or lead dislodgement on chest x-ray. A lead revision was performed in 2008. The leads were disconnected from the device and the ventricular lead was repositioned without first doing psa measurements. After the lead was repositioned and psa measurements were satisfactory, it was attempted to re-attach the ventricular lead to the old generator, the device failed to capture and one of the header setscrews failed to ratchet properly. Reportedly, the setscrew just kept turning around without ratcheting. Therefore, the question arose whether this was a faulty screw that had lead to unsatisfactory contact within the header and this had caused the intermittent loss of capture. Device was therefore removed and replaced. The chronic dextrus lead remains implanted with the new pacemaker. Implant, explant and event dates were not made available.